Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm, fluid in the device, cracks on the corners. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was around 300 mg/dl. Customer also reported that she recently went to the hospital to get supplies, but ended up being treated for high blood glucose levels. Blood glucose level at the time of the incident reached 432 mg/dl. Customer stated that she was vomiting and nauseous. The customer was advised that the insulin pump was already being replaced due to a previous complaint. The insulin pump was not replaced or returned for analysis.